Event description:
The customer reported that during a thrombus aspiration procedure, the catheter would not advance or pull back on the guide wire. The physician then removed the catheter and the wire together from the guide catheter. No harm or injury was reported.

Manufacturer narrative:
Device eval: the suspect device is not expected to be returned for eval. The customer did not specify if this was the initial use of the device. A follow-up report will be submitted when the investigation has been completed. Conclusions: device not returned.